Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was new pain, walking difficulty/immobility/loss of balance/unable to get out of bed, numbness. Patient said he has numbness in his feet and shins. He also said he can get a random searing type pain. He has these symptoms whether the device is completely off or on. They will interrogate his battery october 9th. He is following up with his surgeon upon getting an MRI mid-october. The rep later noted that the patient went to ER. Patient had an MRI which was normal per surgeon. It was decided that the device should be explanted. It was successfully explanted today (B)(6) 2024. Hospital would not let rep have the device so it will not be sent back.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot#/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Product ID 977c165, lot#/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the pain/numbness, explant could not be determined although the surgeon stated that their MRI looked normal. It was unknown if the issue was resolved and they did confirm information with the healthcare provider (hcp).